Manufacturer narrative:
The account disconnected the right siderail and it stopped. The technician told the account to isolate his inner control board and the outer control board to find a stuck button. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the head section will intermittently raise on its own. No patient impact.